Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken into two pieces. The first piece measured approximately 98.4 cm from the top of the connector to the break. The second piece measured approximately 219.3 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass tip measured approximately 3.5 mm and appeared used. Examination under magnification confirms that the tip was used. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium laser 02630 with laser settings of 53 hertz and 1 joule alternating with 20 hertz and 1 joule. According to the complainant, during the procedure, the laser fiber was broken into two pieces. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.